Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was beeping. The customer stated that she had not worn the insulin pump in a long time due to being hospitalized for her diabetes. The customer would not elaborate, and declined to give further info. Assisted the customer with the no reservoir alarm. Nothing further was reported.